Event description:
It was reported that when using the bd pyxis¿ medbank tower user stated that the facility was unable to access the medication. Although the item was approved, the cabinet continues to display it as rejected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to retrieve the medication because, although the item had been approved, the cabinet continued to display it as rejected. A technical support specialist explained that the item was originally requested at 6, but the medication was not pulled in time. A second request was submitted at 9, and because the medication had been requested twice, the pharmacy rejected both requests. The user will need to wait the required two hour timeout period for the rejected requests to clear before submitting a new request for the medication. The system functioned as intended after the technical support specialist investigated the issue.